Event description:
The patient was not getting therapy on his left side; the patient was getting therapeutic benefit on his right side. Impedances were checked. Impedances on electrodes 4-7 were found to be <50 ohms. The lead/extension was revised. Additional info has been requested from the health care professional, a follow-up report will be sent if additional information becomes available.